Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer's cartridge was removed while the case was being taken off. The customer reloaded the cartridge into the pump and resumed insulin delivery. Customer¿s blood glucose level was 87 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.